Event description:
It was reported to philips unit with check vent alarm light emitting diode (led) failed. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer confirmed unit has a check vent alarm led failed and has verified unit has a code consistent with alarm led failed in the significate log. Philips remote service technician recommended overlay power switch. The customer mentioned there was some physical damage to the front bezel, and he was going to replace the front bezel, noted that he has in stock at the hospital. Customer will replace the front bezel and repair unit. Further information is pending.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.